Event description:
During a paroxysmal atrial fribrillation procedure, it was reported that the patient suffered a pericardial effusion. After approximately one hour of ablation, while attempting to isolate the right superior pulmonary vein (rspv), an effusion was noticed on the intracardiac echo, followed by a drop in blood pressure. The ablation was aborted, administered intravenous fluids and protamine and the patient¿s blood pressure stabilized. The patient remained stable and in the ep lab. On (B)(4), received additional information requested from bwi representative stating that the patient required hospitalization (one day) and the outcome was a full recovery. The physician¿s opinion regarding the causality of this adverse event is procedure related.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. (B)(4) during a paroxysmal atrial fibrillation procedure, it was reported that the patient suffered a pericardial effusion. After approximately one hour of ablation, while attempting to isolate the right superior pulmonary vein (rspv), an effusion was noticed on the intracardiac echo, followed by a drop in blood pressure. The ablation was aborted, administered intravenous fluids and protamine and the patient¿s blood pressure stabilized. The patient remained stable and in the ep lab. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, a deflection test was performed and the catheter passed. Furthermore, the catheter was tested for eeprom, 4khz and calibration functionality. The catheter failed during calibration functionality test and 4khz. According to the calibration results and the 4 khz readings, the improper condition was attributed to a potential pc board failure. Finally, an irrigation test was performed and catheter also failed. The catheter was then dissected and it was noticed that some foreign crystalline material was found close to the luer hub. No other occlusions were found along the irrigation tubing. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material; the results demonstrated that the material presented evidence of chlorine and sodium, typical elements of saline solutions. However, the origin of the material remains unknown. Neither the pc board nor the occlusions are related with the issues reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on calibration and irrigation tests, but the root cause of the pericardial effusion and blood pressure drop remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to investigate the pc board issue.

Manufacturer narrative:
A) multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Manufacturer narrative:
Concomitant bwi products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Pentaray nav eco high-density mapping catheter: us catalog # d128207, lot # 16015449l. Sterilmed catheter: us catalog # unknown, lot # unknown. Acunav ultrasound catheter: us catalog # 10135936, lot # 0115qe90531$x. Preface guiding sheath with multipurpose curve: us catalog # 301803m, lot # 15988190. Since the lot # 16053638l was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).